Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found minor debris in the instrument channel. Additionally, the evaluation revealed the following findings: labels peeled; plastic distal end cover scratched, cracked glue, and dents; insertion tube insulation issue; switch 1 cut; forceps passage minor and debris and scratches; low angulation; control knob movement play; distal end plastic cover deep dents; objective lens tiny chips, worn glue; light guide lens tiny chips, worn glue, and crack; bending section cover glue cracked; insertion tube scratched, minor divets; control body dry and color ring missing; and light guide tube buckled, scratched, and chipped on boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the user was unable to pull the instrument out, like something was stuck in the channel of the colonovideoscope. The issue occurred during an unspecified diagnostic procedure. The diagnostic procedure was prolonged by a 'few seconds to a minute'. There were no reports of patient harm. There was no impact to the patient or the outcome of the procedure. The delay was short posing no additional risk to the patient. There was no evidence that a life-threatening event occurred, that the malfunction caused or contributed to a permanent impairment to a body structure or function, or that additional medical intervention was done to preclude permanent impairment or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.